Manufacturer narrative:
A 5mm x 150mm 120cm smart flex vascular ses (self-expanding stent) delivery system was placed by the physician who began to expose the stent after 2cm. Resistance was felt, and it was not possible to continue lowering the handle. Attempts to release the stent resulted in the stent being placed more proximally. Therefore, another 5x80 smart flex was added. Stenosis was reported in the passage between the superficial femoral artery (sfa) and the popliteal. Pre-dilation was completed with the use of ¿5¿ balloon because the artery was calcified. The intended procedure was reported as "up and over". The physician emphasized that the artery was exposed in an open surgery so there was no use of a sheath or catheter that could maybe cause a defect in the delivery of the stent the delivery system. The target lesion was the superficial femoral artery (sfa). The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty in prepping the device. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force used at any time during the procedure. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x150 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed at one metallic tray to be inspected. The unit was thoroughly inspected observing the following conditions: the stent is not deployed properly mounted on the device; the hemostasis valve was received tight closed; a kinked condition was observed located approximately on 116 cm from the distal tip the hemostasis valve was found disassembled and the outer sheath separated. No other outstanding details were observed. Functional analysis could not be confirmed since the device was received already deployed. A product history record (phr) review of lot 323133 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- deployment difficulty¿ was not confirmed, the functional test could not be performed since the device was received already deployed. In addition, a kinked condition was observed on the returned unit, the hemostasis valve was found disassembled at the outer sheath separated. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 150mm 120cm smart flex vascular ses (self-expanding stent) delivery system was placed by the physician who began to expose the stent after 2cm. Resistance was felt, and it was not possible to continue lowering the handle. Attempts to release the stent resulted in the stent being placed more proximally. Therefore, another 5x80 smart flex was added. There was no reported patient injury. Stenosis was reported in the passage between the superficial femoral artery (sfa) and the popliteal. Pre-dilation was completed with the use of ¿5¿ balloon because the artery was calcified. The intended procedure was reported as "up and over". The physician emphasized that the artery was exposed in an open surgery so there was no use of a sheath or catheter that could maybe cause a defect in the delivery of the stent the delivery system. The target lesion was the superficial femoral artery (sfa). The device was stored, handled and prepped per the instructions for use (IFU). There was no difficulty in prepping the device. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion and no unusual force used at any time during the procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 323133 presented no issues during the manufacturing process that could be related to the event reported. Additional information is pending and will be submitted within 30 days upon receipt.